Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for several pts. Customer obtained erroneously elevated accu tni results on five pts. The results were reported out of the lab and were questioned by the physician. Upon repeat the results obtained were in the normal reference range. The customer declined to submit any data for review, but verbally gave one example of a pt's results. The customer states at least one pt went to the heart catheterization lab.

Manufacturer narrative:
Sample info was not supplied. Qc resulted within specifications prior to and after the event. Customer repeated all accu tni results back to the last acceptable qc. Only five pt's results did not replicate. Customer did not report issues with any other assays during this event. A field service engineer (fse) was dispatched: the fse noted "noises" in the wash wheel area. The fse cleaned and lubricated the lead screw for the aspirate probe plate arm and cleaned the wash wheel. Accu tni was calibrated and qc passed within specifications. The fse verified repair per established procedures and results met published performance specifications. Although hardware issues were addressed, no clear root cause for this event could be determined. A malfunction will be assumed for the purpose of this report. (B)(4).